Event description:
The clinician reported that the infusion rate increased from 1.2cc/hr to 281 cc/hr by itself. When hold was pressed, infusion stopped but restarted when hold button released (without pressing run).